Event description:
It was reported that pump displayed malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction code appeared again.